Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the inform ii system compared to lab results within 1 minute: 30.9 mmol/l (inform ii meter) and 12.9 mmol/l (lab). Insulin was administered after the 30.9 mmol/l result and was stopped after the 12.9 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.